Event description:
According to the complaint description a laparoscopic supracervical hysterectomy procedure was undertaken on (B)(6) 2023. The supra loop was introduced laparoscopically, initially there was difficulty in positioning the supra loop. Once positioned successfully, it was activated but snapped part way through during a critical part of the procedure. This led to the patient having increased blood loss. The laparoscopic procedure was quickly converted to open laparotomy.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Pending further results a supplemental report will be filed. The event is filed under internal karl storz complaint ID: (B)(4).